Event description:
On an unknown date in 2010, a female patient was implanted with a 3.5mm locking compression plate proximal humerus plate and unknown screws. Subsequently, the patient experienced a non union of the proximal humerus. On (B)(6) 2013, the plate was revised to 3.5mm locking compression plate periarticular proximal humerus plate. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. It was reported that the procedure was successfully completed and that the devices were removed easily, without additional intervention.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Only the last name of the patient was provided. Implant date: 2010. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.